Manufacturer narrative:
The reported event of iui corrosion, some with dried residue file was opened to document an event that the customer reported. No devices or logs were returned for investigation. Although no devices were provided for investigation, the photos in the site visit summary confirm the customer¿s generalized report. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported observing iui corrosion on devices, some units also contain some with dried residue around the iui's and black brackets. Photos were provided. No patient involvement was reported.